Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis confirmed the reported clinical observations secondary to lead fracture.

Event description:
It was reported that this lead was an attempted right ventricular (rv) implant. Approximately 10 minutes after placement the lead exhibited labile sensing amplitudes and high out-of-range pace impedance measurements. The physician attempted to reposition the lead but the helix would not retract despite more than 30 turns of the fixation tool. The physician was able to remove the lead by manually rotating the lead body. Once removed, an alternate lead was implanted without consequence. No adverse patient effects were reported.